Manufacturer narrative:
Due to characterization limit e1: event site name and address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check-up for cardiosave intra-aortic balloon pump (iabp), the department discovered that the clips on the cardiac electrode pads were damaged. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, b3, d9, g3, g6, h2, h3, h6 (investigation findings, type of investigation, investigation conclusions, component code), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the cable ECG lead or 5l iec (0012-00-1814-02) was replaced and the unit was examined to be operating withing factory specifications. The device was cleared for normal use.

Event description:
N/a.